Manufacturer narrative:
(B)(4). Concomitant medical products- mallory head radial porous coated shell # item 13-104052 lot 523550, mallory head press fit femoral taper stem # item 11-104109 lot 562590, ringloc acetabular liner # item 11-105993 lot 385280. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03634, 0001825034-2018-03637 and 0001825034-2018-03638. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision surgery 16 years post initial surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2018-03569.